Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d)expired. The patient's son has implicated device involvement with the patient's death. The cause of death, as listed by the physician, was heart failure. Specifically, the patient exhibited an ejection fraction of 5%, and reportedly exhibited bradycardia. It was also reported that the device may have exhibited a loss of capture at the lower rate limit secondary to an electrolyte imbalance. To date, there have been no allegations from licenced professionals implicating device involvement in this patient's death.